Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Batch # unk. (B)(4).

Event description:
It was reported that during a laparoscopic total gastrectomy, leak occurred at the leak test and then, it was found that the deployed staples of the distal end were loosely formed after the first firing. The device was used between the esophagus and the jejunum on overlap anastomosis. Another device was used to complete the case. There were no adverse consequences to the patient. There was a possibility that the tip of the jaws might have clamped a gastric tube at the first firing.